Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed the hi-pot test. The cause of the failed test was the distribution node (dn) to front therapy electrode (te) cable had the insulation coming off of the wire and the wire exposed. The exposed wire cause the e-belt to fall the hi-pot test. The root cause of the exposed wire was unable to be positively determined, but was likely caused by physical abuse. No adverse event resulted from the exposed wire. The last pt to use this electrode belt did not report any problems.